Event description:
The reported event from the study stated that the pt suffered a transient ischemic attack post carotid stent placement. Adjudication results were received stating that the pt had suffered a stroke and expired approximately forty days post procedure. The cause of death was adjudicated as neurologically related. The pt has a past medical history of bilateral carotid stents (acculink) placed in 2005 on two separate occasions. She came in to the medical ctr in 2009, for a surveillance cerebral angiogram for progressively worsening right carotid stenosis on carotid ultrasound. The angiogram revealed 80% stenosis of the right common carotid artery and underwent angioplasty and stenting under the protocol. Approximately one to two hrs after the procedure, she experienced dysarthria with left upper weakness. This lasted for approximately 30-45 minutes then completely resolved. She went to the cath lab and CT of the head was negative of any hemorrhage. She was placed on anticoagulation and subsequent cerebral angiography was negative for any occlusion or stenosis. The pt was then transferred to telemetry and had no further neurological changes. Repeat plavix resistance testing four days later, revealed 11% inhibition of platelets which is very low. Her antiplatelet therapy was changed to ticlid 250mg twice a day. On discharge the following day, she remained asymptomatic. In conclusion, her transient ischemic attack was due to inadequate platelet inhibition due to plavix resistance. Adjudication results were received stating that the pt was a female pt with a history of stroke, left central retinal artery occlusion, cad, atrial fibrillation, dyslipidemia and hypertension. The same month, she underwent the index procedure with placement of one precise pro rx stent in the right ostial common carotid artery (cca). The site reported a 0% final residual stenosis. Following the procedure, the pt was noted to be lethargic to obtunded with left-sided weakness. The next day a neurology consultation was performed. Upon exam, the pt was noted to be obtunded and would not open her eyes. She followed simple commands moving her right side to command but with a left hemiplegia. A CT brain perfusion scan showed what appears to be a subarachnoid hemorrhage versus extravasation of (blank) contrast in the right front parietal convexity, anterior midbrain with some multiple punctuates foci of attenuation. The right cerebral hemisphere showed areas of perceptible decreased perfusion in the posterior right parietal and anterior right frontal regions. This was somewhat limited by contrast. A CT angiogram of the neck showed a patent light cca with some mild narrowing in the stent as it crossed the bifurcation. The impression was a left hemiplegia secondary to an evolving vascular event. The pt had been placed on heparin by another physician.

Manufacturer narrative:
The prognosis was guarded. A head CT without contrast was performed four days later and compared to one performed two days earlier. According to the dictated report, there was evolving subacute infarct at the right frontal and parietal lobes in the watershed distribution. The site reported that the pt suffered an ischemic stroke event on the day of the index procedure with permanent neurological deficits. Pre-procedure in 2009, the stroke scale scores were 0 and 1. Post-procedure, stroke scale scores were not evaluated. The pt was discharged eighteen days post procedure on aspirin and clopidogrel. Approximately two weeks later, the pt was admitted to the hosp from a skilled nursing facility for the third time in a month. She had been treated with antibiotics in the last month for aspiration-related bronchitis versus pneumonia. She was now admitted with aspiration pneumonia with severe hyponatremia and respiratory distress. Her white blood count was elevated and her sodium level was in the mid 120s despite being treated with demecloqcline and sodium tablets at the nursing home. She was made a do not resuscitate/do not intubate status, and the family agreed to comfort measures and hospice. She was non-communicative with eyes open and gross motor movements on the right. The left side was hemiplegic, newly flaccid. She expired the following month. The site reported an unk cause of death noted that the death certificate was not available.